Event description:
It was reported that the patient had a 'high priority, very brief alarm', a few days ago and the patient saw 'call hospital' on the screen. Log files were submitted for review and did not capture any adverse alarms. The log files captured multiple pulsatility index (pi) events on (B)(6) 2024. The alarm did not reoccur. There were no alarms upon interrogation and troubleshooting was not required.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the ¿high priority¿ brief alarm could not be confirmed via the submitted log files. Based on information provided from the customer, the alarm has not reoccurred since the event. When the controller detects a pi event, it captures the pump parameters at that time. Common bodily functions such as sneezing and coughing have been known to trigger a pi event. The pump operated within the expected operating range throughout the log files. An issue could not be determined with the information provided as the log files recorded expected operation values for the controller and pump. The device history record was reviewed. The device showed no deviations from manufacturing or qa specifications. The controller (serial number (B)(6)) was shipped to the customer on (B)(6) 2024. The heartmate 3 patient handbook, section 5 entitled ¿alarms and troubleshooting¿, tells the user about alarms they can handle as well as other alarms that need special help. For most special help alarms ¿call hospital contact¿ appears on the controller screen. The section entitled ¿emergency contact list¿ recommends: if the user thinks, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment to call their hospital contact to check equipment and order necessary replacements. No further information was provided. The manufacturer is closing the file on this event.